Event description:
On march 20, 2013, this pt was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. The pt was obese. It was reported the trunk-ipsilateral leg component and an iliac extender component was inserted and deployed on the right side of pt successfully. When the physician was advancing the dryseal sheath ((B)(4)/10925613) up the left side, he successfully cannulated the gate/ however, due to the pt's obesity the dryseal sheath moved distally 5 mm from the gate. The physician chose to still advance the pxc141200/10958534 and he felt resistance. He stopped advancing and viewed under fluoroscopy; he retracted the device and tried two more times unsuccessfully to cannulate the gate. The fsa noticed that while the physician was moving the delivery catheter the endoprosthesis was not moving. At this time the physician chose to remove the delivery catheter and the dryseal sheath together. It was observed under fluoroscopy the distal olive (where the copper to white on the catheter) had become displaced (not separated) from the delivery catheter. The endoprosthesis was still attached and he was able to retract both the endoprosthesis and delivery catheter inside the dryseal sheath. A new dryseal sheath 12fr x 40 and a new pxc device was used and the procedure concluded with no further event. The pt tolerated the procedure.